Manufacturer narrative:
Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. Complete catalog number is unknown as product serial number was not provided. UDI number: UDI number is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has unexpected residual refractive error with residual myopia and astigmatism after the placement of a tecnis symfony intraocular lens (iol) in the left (os) eye. The surgeon performed photorefractive keratectomy (prk) in an attempt to correct the residual refractive error without improvement. Topography shows a shifted axis of astigmatism and also with increased amount of astigmatism. A scheduled iol exchange with a different powered symfony toric lens is planned for (B)(6) 2021. Follow up attempts have been made to confirm the lens exchange, but no response has been provided.